Event description:
Patient reports that the pump (serial number: unknown, maintenance due date: unknown) dial turns but black part is jammed. Patient is unable to put the syringe in the pump. Unknown if patient missed dose or adverse event occurred due to product issue. Product fault occurred while in use with patient but patient did not open medication. Product issue did not cause or contribute to pt or clinical injury. Actual device available or investigation once returned by patient. Pharmacy replacing pump. No further info. Reported to (B)(6) by: patient/caregiver.